Event description:
Two members of our family used flowflex lateral flow tests and both tested positive. On lateral flow tests provided by the (B)(6) performed directly afterwards, we were negative. Flowflex tests by acon are being handed out in the (B)(6) in local parks and should not be available as they are giving false positive. FDA safety report ID#:(B)(4).